Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with "pain and discomfort".

Event description:
Healthcare professional reported right side "pain and discomfort due to a breast implant rupture". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported right side "pain and discomfort due to a breast implant rupture". The device was explanted.